Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab ruptured. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab ruptured. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab ruptured. There was no reported injury to the patient.

Manufacturer narrative:
The manufacture date of the iab was after the reported event date. It is believed that the iab returned was not the iab for the reported event. No other reported complaints were made from this reporter and we were unable to get any additional information. The returned iab was evaluated. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure tubing was also returned. A kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. A penetration was observed at the kinked location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and a leak was confirmed on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
Returned to manufacturer on: 01/14/2019. Explanation [from]: device evaluation anticipated but not yet begun. [To]: device not returned. Results code [from]: 3233 [to]: 3221. Conclusions code [from]: 11 [to]: 67. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab ruptured. There was no reported injury to the patient.